Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had experienced overdose-type symptoms. The pump had been refilled about 24 hours earlier and the dose had been increased by 20%. The drug was lioresal 500mcg/ml at a rate of about 200mcg/day. The healthcare provider did not believe that the severity of the symptoms was related solely to the dose increase and it was not believed that the wrong concentration was put into the pump. It was unk why the pt was reacting like he was. The pt was intubated and in the intensive care unit. It was later reported that following a 20% dose reduction, the pt was much better and more alert. The pt was extubated. A few days later, he declined and was again intubated. The pump was decreased another 20% and the pt became more alert. It was reported a few days later that a side access was performed; the pump was emptied, refilled and the dose decreased. The pt was breathing on his own, but was still having a few respiratory issues. Another dose decrease was planned. Per the reporter, a device issue was not suspected and the pt was doing better.